Event description:
This case was reported by a consumer and described the occurrence of choking in a (B)(6) male pt, who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. On a unknown date, the pt started super poligrip original denture adhesive cream. An unknown time later, the pt experienced choking, gagging, cough and coughing up blood, because he was straining to get the product out. This case was assessed as medically serious by gsk. Super poligrip original denture adhesive cream was discontinued. At the time of reporting, the events were resolved. Super poligrip is manufactured in (B)(4), and the product was not available. (B)(4).